Event description:
A malfunction alarm, specifically malfunction code 0, was reported, but no notable events occurred prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Technical support provided assistance in resetting the pump, after which the malfunction did not recur, and the customer was advised to continue using the pump.